Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to right atrial (ra) lead capture concerns and ra undersensing. Additional information received reported that chest rays were performed and the ra lead appeared unchanged since implant, and there was no evidence of ra lead dislodgement. Evaluation of this pacemaker system revealed a p-wave amplitude measurement of 4.6mv. Technical services (ts) noted that review of the presenting egm resembled oversensed noise attributed to air bubbles, however this was unlikely as this pacemaker system was implanted nearly two months ago. In addition, the signals were smaller and had a very regular pattern. Additional troubleshooting options were reviewed. This pacemaker system remains in service. No adverse patient effects were reported.